Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a health care professional regarding a patient receiving morphine (concentration 10.0mg/ml dose 1.8mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. On this report date, it was noted that the patient was in the emergency room (ER) and they were suspecting an infection. It was later reported that a magnetic resonance imaging (MRI) of the lumbar and thoracic region was performed. Cerebrospinal fluid (csf) analysis was also done. There was negative workup for infection and the infection was resolved as it was not suspected. It was possible that the patient had (B)(6).